Event description:
No history of fall, but over last 6 months, the patient has been experiencing increasing pain in the knee. During surgery, the adaptor bolt was found to have disassociated, with a broken cerclage clip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of provided patient x-rays finds in the lateral view it can be seen that the stem/sleeve combination is no longer in contact with the femoral component. This has caused the medial epicondyle to fracture. It cannot be determined, with the x-rays provided, what caused the components to come apart. The patient has a calculated bmi of (B)(6). The patient is considered obese. There are warnings against improper prosthesis selection or alignment, inadequate fixation, and use where contraindicated or in patients whose medical, physical, mental, or occupational conditions will likely result in extreme stresses to the implant that may result in pre-mature failure. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other reports against the provided product/lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.